Event description:
Procedure: sleeve gastrectomy. According to the reporter: egiauxl was being used to fire a egia60axt reload in a sleeve gastrectomy. Mid-firing, the I beam stopped advancing and wouldn't continue. The tissue was clamped, firing knob was retracted and unformed staples were removed from tissue. No significant blood loss. Minimal tissue loss. New handle and reload were used to resolve problem. Seamguard was used with the reload. Holes were made where unformed staples were removed, next firing excluded this region of stomach so as the damage was not an issue. Patient outcome: as expected.

Manufacturer narrative:
(B)(4).